Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that during inspection prior to use on a patient, the cuff would not deflate. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and tracheal cuffs shows no sign of any defect. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that during inspection prior to use on a patient, the cuff inflated asymmetrically and also the cuff did not deflate. The cuff was tested with a stylet inserted. No patient involvement.